Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Decreased pacing lead impedance was noted. Programming changes were made and noise appeared on the lead. Additional programming changes were made. The issue was resolved. The patient will continue to be monitored.